Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving baclofen wit ha concentration 500 mcg/ml of and a dose of 104.99 mcg/day. It was reported that patient had no symptoms due to the pump being flipped and catheter and therapy not compromised in regards to me dication efficacy and delivery. However this did require patient to have another surgery to re-anchor the pump in place because reservoir port was not accessible due to flipped orientation of pump. It was reported that the hcp stated he placed this pump more subcutaneously than other pumps he normally implants because child is larger than other smaller patients. Hcp stated he anchored down 2 of the anchors versus all 4. It was mentioned that hcp stated the possible cause was patient movement and only 2 anchors being utilized. X-ray was performed and confirmed flipped orientation of pump. Orientation of pump flipped back to the appropriate side up in the operating room. Pump pocket opened surgically to flip the pump due to severe pain when attempting to rotate it in the clinic while patient was not sedated. Pump was refilled while in the operating room as well to avoid another upcoming poke for the patient because he had 9ml left. Patient status at time of report was alive no injury. Issue was resolved at time of the report. Additional information stated that hcp would like to add that a great feature of the synchromed pumps would be that the pump has a built in detector to notify the hcp interrogating the pump during a refill which orientation the pump is in versus utilizing x-ray to avoid possible catheter compromised if the pump is flipped and the catheter is laying over the backside of the pump that is exposed anteriorly. (Example: detector could indicate whether the refill port and cap are anterior facing or if they are flipped facing posterior/not accessible).